Event description:
Boston scientific received information that this device declared end of life (eol) due to an extended charge time of 44.3 seconds with a monitoring voltage of 2.65. Two cap reforms were performed and the charge times decreased to 9 seconds. Technical services was contacted and stated it was the physician's discretion to replace the device as it did declare eol and discussed that in other situations when the device declares replacement indicator it's due to a build-up in impedance in the battery leading to an extended charge time when the device voltage is still at middle of life. In those cases replacement is recommended. The local area sales representative was going to discuss the issue further with the clinic and confirmed they would call back should any further support be needed.

Manufacturer narrative:
A couple weeks later, this device was replaced with another manufacturer's device. The report stated elective replacement indicator (eri) was reached early. The device is scheduled to be returned for analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
At this time, the device remains in service. Should additional information become available, this report will be updated accordingly.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through a series of automated tests that verified the performance of its memory, pacing, defibrillation, sensing and recording functions. The device case was then opened. Inspection of internal components revealed that one of the high voltage aluminum electrolytic capacitors had temporarily shorted, resulting in the extended charge time reported clinically. Root cause of the short was determined to be due to compromised dielectric material between an anode and cathode layer within the capacitor stack, coupled with internal compression. Memory review confirmed that subsequent charge times had recovered. Process changes aimed at mitigating this capacitor behavior have been implemented.